Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was shaky, jerky, and not running correctly during surgery. There was no harm to the patient or staff. There was no surgical delay. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed. Review of the most recent repair record determined the rpms were out of specification on the high end, the control bar was not in the correct position and the calibration was out at all readings. The head, control bar, thickness control lever, reciprocating arm, motor, eccentric shaft, thickness control shaft, cams, plug harness, switch, bearings, spring seal, and other parts were replaced and resolved the reported issue. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.